Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/may/2024.

Event description:
Upon receipt of device information the device is not PMA approved and thus no longer MDR reportable.

Event description:
Healthcare professional reported, unknown side "implant rupture" and "granuloma. Based on silicone diffusion". The event of "case of collagen disease" is not device related. Device was explanted. Upon receive of device info, the device is no PMA approved and thus no longer MDR reportable.

Manufacturer narrative:
Upon receive of device info. The device is no PMA approved and thus no longer MDR reportable.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported unknown side "implant rupture" and "case of collagen disease due to granuloma based on silicone diffusion." Device remains implanted.